Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that during transport from prague, a patient with an ICD (implantable cardioverter defibrillator) was monitored using an ECG 3-lead on a tempus monitor. The monitor repeatedly displayed fiko and asystole alarms (30¿160 seconds); however, the patient remained conscious, communicative, and did not receive any ICD shocks. There were no clinical signs of arrhythmia, and the events were assessed as ECG artifacts, resulting in unreliable cardiac monitoring during transport. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during patient transport from prague, a patient with an ICD (implantable cardioverter defibrillator) was monitored using ecg3 on the tempus pro monitor. The device repeatedly displayed fiko and asystole alarms lasting approximately 30 to 160 seconds. The monitor displayed a fiko alert, which indicates poor ECG signal quality or lead contact interference that may result in unreliable rhythm interpretation and potential artifact-related alarms. The patient remained conscious and communicative throughout the events and did not receive any ICD shocks. No clinical signs of arrhythmia were reported, and the events were assessed as ECG artifact resulting in unreliable cardiac monitoring during transport. Information obtained through good faith effort indicated there was no report of actual harm reported with this complaint.

Manufacturer narrative:
Description and reporter information updated. Component code updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during patient transport from prague, a patient with an ICD (implantable cardioverter defibrillator) was monitored using ecg3 on the tempus pro monitor. The device repeatedly displayed fiko and asystole alarms lasting approximately 30 to 160 seconds. The monitor displayed a fiko alert, which indicates poor ECG signal quality or lead contact interference that may result in unreliable rhythm interpretation and potential artifact-related alarms. The patient remained conscious and communicative throughout the events and did not receive any ICD shocks. No clinical signs of arrhythmia were reported, and the events were assessed as ECG artifact resulting in unreliable cardiac monitoring during transport. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Product information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during patient transport from prague, a patient with an ICD (implantable cardioverter defibrillator) was monitored using ecg3 on the tempus pro monitor. The device repeatedly displayed fiko and asystole alarms lasting approximately 30 to 160 seconds. The monitor displayed a fiko alert, which indicates poor ECG signal quality or lead contact interference that may result in unreliable rhythm interpretation and potential artifact-related alarms. The patient remained conscious and communicative throughout the events and did not receive any ICD shocks. No clinical signs of arrhythmia were reported, and the events were assessed as ECG artifact resulting in unreliable cardiac monitoring during transport. Information obtained through good faith effort indicated there was no report of actual harm reported with this complaint.